Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 3 patient samples on a cobas pro c 503 analytical unit. For sample 1, the initial glucose result was 6.74 g/l. The repeat result was 4.46 g/l. For sample 2, the initial glucose result was 8.51 g/l. The sample was repeated 5 times and the results were 4.06 g/l, 4.07 g/l, 4.05 g/l, 4.03 g/l, and 4.04 g/l. For sample 3, the initial glucose result was 10.1 g/l. The repeat result was 5.1 g/l. The repeat results were deemed correct. Clarification on whether the initial results were reported outside of the laboratory was requested but not provided. The reagent lot number is 64350301 and the expiration date is 31-aug-2023.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.